Event description:
The following has been reported: "biomed reported: we had a complaint of an infusion taking much longer than expected and issues with upstream occlusions on (B)(6). Looking through the logs I believe much of this was induced by the user, there seems to be an abnormal amount of tube set loading, pauses, and rate changes taking place." Preliminary evaluation shows that there were 2 upstream air alarms in the secondary line, potentially air injection; this issue stopped an active infusion. Reporting due to the referenced issue as a conservative measure. No adverse effects to the patient were reported. More information is needed to complete the investigation.